Event description:
A consumer and a manufacturer representative reported the consumer was not sure if his implant was working. The consumer had gastroparesis and thought his battery was dead because he had a return of gastroparesis symptoms and had been throwing up more and more. The consumer noted this started six (6) months ago. Indication for use included gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.